Event description:
It was reported that within a few weeks of implant, the atrial lead was dislodged in the right atrium. The lead was explanted and because the lead patient had chronic atrial fibrillation. Therefore, the lead was not replaced. It was further reported that the patient was receiving "a lot of diaphragm stimulation". The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.